Event description:
It was reported that during field service installation of the perfusion system, after installing the good battery, the display showed "no," was not charging and the light emitting diode (led) was blinking red. Sometimes the central control monitor (ccm) was blinking. There was no patient involvement.

Manufacturer narrative:
This issue was found through additional troubleshooting done for MDR #1828100-2014-00398. This complaint is related to the following mdrs: 1828100-2014-00398 and 1828100-2014-00406.